Manufacturer narrative:
Lot number was not provided by the reporter; therefore, unable to proceed with batch retain testing. Device requested from customer, awaiting return.

Event description:
Chipped my back tooth/broken off the side of my tooth [tooth fracture]. Case description: a female consumer of unspecified age used an oral-b trizone rechargeable toothbrush, 1 application, frequency of applications unk on unspecified dates. She stated that the head was too big and knocked her teeth. A back tooth was chipped and a section broken off the side of the tooth. The dentist fitted a temporary filling and advised that a crown would be required at a later date. Relevant history: allergies - none. Concomitant medication: no info was provided. The outcome of the case was: not recovered not resolved. No further info was provided.